Event description:
Report received from the u.s.a., stating that the device cutter broke and could not be removed. It is known that the event occurred during surgery. It is also known that there was no patient or user injury, surgical delay or medical intervention reported related to this occurrence. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).